Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report hardware failure on (B)(6) 2014. At the time of the call, dexcom technical support advised the patient's mother to reset the device. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed.